Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed using naked eye and magnification which identified cuts/holes on the last fill line tubing. Functional testing performed included leak testing, clear passage test, clamp function test and device-device interaction testing were performed. There were leaks observed through the cuts/holes in the last fill line tubing. Marks were observed on the tubing that are indicative of the pouching equipment/flow wrapper. The reported condition was verified. The cause was determined to be a manufacturing issue (cuts were made by the pouching equipment during manufacturing). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis therapy. There was nothing else noted during troubleshooting that would cause or contribute to the alarm. However, per the caregiver, the supply bag was empty and the clamp on the unused line was closed. The patient will complete therapy with manual bags. There was no patient injury or medical intervention associated with this event. No additional information is available.